Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that on sunday, (B)(6) 2017 the patient had ventricular tachycardia and an internal cardiac defibrillator (ICD) shock with no alarm. Then on thursday, (B)(6) 2017 he had high watt alarm. Patient was given tpa by protocol, his parameters returned to baseline. It was stated that the patient was stable and remains hospitalized. No additional information available.

Manufacturer narrative:
Date MFR received for the initial report is 2017-06-02 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a rise in power consumption on (B)(6) 2017.

Manufacturer narrative:
Pump hw21557 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high watt alarm was confirmed via review of the controller log files which revealed 100 high watt alarms and an increase in power consumption starting (B)(6) 2017 to a peak of 10.8 watts on (B)(6) 2017 outside normal operating range. Parameters returned to normal operating range on (B)(6) 2017. Of note, it was reported that the patient received tpa treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: a report was received that the patient had ventricular tachycardia and an implantable cardioverter defibrillator (ICD) shock with no alarm on (B)(6) 2017. The patient then had "high watt" alarm on (B)(6) 2017. The site suspected pump thrombus. The patient was subsequently administered tissue plasminogen activator (tpa) per protocol. His parameters returned to baseline following tpa. The patient remains hospitalized in stable condition. Controller log files were sent. Preliminary controller log file analysis revealed 100 high watt alarms were logged since (B)(6) 2017. There was a power increase (B)(6) 2017, however, power returned to normal range. Of note, the patient was on anticoagulation medication. The patient's hematocrit setting on the controller was correct. No further information has been provided. Update: additional information received indicated that the patient presented to the hospital on (B)(6) 2017 with hematuria. The medical team suspected pump thrombus and felt that the arrhythmia was correlated to the thrombus. The patient was subsequently administered tissue plasminogen activator (tpa) on (B)(6) 2017. His parameters returned to baseline following tpa. Head computed tomography (CT) scan and transesophageal echocardiography (tee) were deemed normal. The patient was discharged in stable condition on (B)(6) 2017. Controller log files were sent. Preliminary controller log file analysis revealed 100 high watt alarms were logged since (B)(6) 2017. There was a power increase (B)(6) 2017, however, power returned to normal range. Of note, the patient was on anticoagulation medication. The patient's hematocrit setting on the controller was correct. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.